Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the patient realized she had clips when she went to another hospital ER for pain and fainting. The patient is experiencing pain, swelling, dizziness and fainting, and symptoms of an allergic reaction. The composition of the clips was sent to the patient. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the patient had a laparoscopic cholecystectomy procedure on (B)(6) 2012. The patient has metal allergies and has presented with some symptoms.